Event description:
The aci sales professional reported that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pull back and the sheath pulled out from the access site. The patient was converted to 25 minutes of manual compression, then a femostop was applied for 2 hours after which time hemostasis was achieved. The patient was ambulated and discharged from the hospital the same day with no clinical sequela noted. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.